Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure the needle broke. It was reported that there were no adverse patient consequences. The procedure was completed with like device.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection of the broken needle found several heavy instrument marks especially at the needle point area and also at the needle attachment area which indicates that the needle was handled there. The appearance of the breakage shows that the material was overstressed during use. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."